Event description:
A customer reported that their precision xtra blood glucose meter would not retain their glucose results in the meter's memory. The customer reported that as a result, she had been experiencing headaches, nausea, and had been feeling shaky. The customer went to their doctor where they were diagnosed with hyperglycemia. The doctor administered insulin in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned a precision xtra blood glucose meter and test strips with lot number 41092. Complaint is not confirmed. Meter powered on with insertion of both cal bar and strips and button depression. Did not observe unk setting or memory issue.